Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two medical device reports associated with this event. Refer to initial medical device report for automated impella controller serial number (B)(6) with date of event 06-dec-2024 and identifier ending in (B)(6).

Event description:
The user facility reported two automated impella controllers (aic) were shipped from one facility to another after a patient transfer. Upon arrival to the receiving facility, the cardiac catheterization lab director noted that both units had been placed in one box and in spite of a certain amount of cushioning, both aics were broken (visibly cracked in several places around outer aic housing). Field service was contacted for return of both devices for repair. There was no harm to the patient as a result of this event.

Manufacturer narrative:
The investigation has been completed. Data analysis proved uninformative for this console. The console was returned for this investigation and there was significant damage to the console in a number of locations. The front housing had cracks on both the left and right side of the console. Additionally, the purge was cracked and missing chunks on the outside and inside. Additionally, the rear housing was cracked such that the rear housing could not flushly connect to the front housing. The console was tested and performed as expected except the batttest showed depleted batteries that would not charge. Replacing the batteries with known-good batteries and the console was able to charge and power the console as expected. There was no evidence in the automated impella controller or long-term power logs why the batteries were originally depleted. The cause of the console damage to the front and rear housings and purge assembly could not be determined through log and console analysis but was most likely due to a user issue. The cause of the failure to power the console and charge was depleted batteries. It is undetermined why the batteries became depleted. H.10 the investigation results in follow up manufacturer device report 1220648-2024-25090 was inadvertently reported for a different serial number that was returned for investigation at the same time. The correct investigation results were added.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage before therapy has been completed. Data analysis proved uninformative for this console. The console was returned for this investigation and a small crack was noticed on the rear housing. The console was tested but performed as expected. The cause of the crack in the rear housing could not be determined through log and console analysis but was most likely due to a user issue. D.9 device returned date/information was added. A.1 revised as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25090. E.1 revised as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25090. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25090 as it is unknown if the initial reporter also sent the report to the food and drug administration.